Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and a healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Patient and a healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, wear abrasion and opening on the anterior side. A leak test and microscopic analysis were performed which identified smooth creases, striated opening, non-penetrating nicks and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the anterior side due to a fold flaw opening and a striated opening due to surgical damage consistent in the use of some surgical tool. Reason for reoperation is deflation.